Event description:
A customer contacted baxter's technical service center requesting a new homechoice (hc) unit. The home patient (hp) informed that he had negative uf (ultrafiltration) every night during use and also reported that he had over 50 lbs of fluid pulled off in hospital. During a follow up phone call in 2009, the hp confirmed the quantity of fluid taken out of him while at the hospital. The hp informed that he was at the hospital three days prior and by the time he was out of the hospital. The hp revealed that while at the hospital, the hp was also placed on hemodialysis to help drain the excess fluid. The hp also added that his blood pressure also dropped to 81/66, as a result of which he had to temporarily halt the manual exchanges and has resumed the exchanges since. The hp further added that he was very weak from all the fluid taken out of him. The hp said that doctors told him that he had fluid overload, and had prescribed 2500 milliliter (ml) bag of 4.25% dianeal solutions to move the fluid. The hp is home now and on manual exchanges. Additional information was received from baxter global pharmacovigilance five days later: early of the month, the patient was admitted to the hospital for fluid overload. Per the peritoneal dialysis nurse, he was not doing his midday manual exchange and not dialyzing properly. He was discharged thirteen days prior to original date and was considered to be recovering. Nine days prior to original date, he was readmitted to the hospital for fluid overload and rales in his lungs. While in the hospital,while in the hospital doing his dialysis and pulling of excess fluid, he experienced cramping, a drop in blood pressure to 81/66 and felt weak. He was released from the hospital two days prior to original date, and was considered recovered on that date from all events. According to the pd rn, the patient was not using his dialysis correctly. He was using the wrong concentrations and was not doing a manual exchange during the day as prescribed. Dianeal therapy continued. A week after the original date, while trying to obtain additional information regarding possible increased intraperitoneal volume, the nurse stated there was no report of any alarms or malfunction of the device. While the patient was in the hospital, the patient adequately drained with the device. She did not have any information regarding fill and drain volumes. The nurse states that the fluid overload was due to the patient's noncompliance with performing his exchanges. The patient would often miss exchanges. The hp's wife felt that the machine should be checked. The nurse stated there was no device malfunction.

Manufacturer narrative:
The homechoice was received for evaluation. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.